Event description:
The lay user / pt contacted lifescan (lfs) in 2006 alleging an error 2 message on her one touch ultra meter. A med affairs spec (mas) mailed a letter to the pt since the user could not be reached by telephone for further clarification. The pt received an error 2 message on ultra meter and felt "sweaty" at the time of testing. She went to the hosp and was treated with insulin. The meter is not a new product (out of box). The technique of testing was done incorrectly because the pt was pressing down on the m button to turn the meter on. The pt had also been using expired test strips. Using expired test strips can lead to problems obtaining accurate blood glucose readings. Customer care agent (cca) sent the pt replacement meter. No further info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and reading in the hosp. The complaint is being reported, as the pt was unable to obtain blood glucose results due to the error2 message and the pt was treated with insulin by a med professional.